Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that st segment elevation, ventricular tachycardia, and ventricular fibrillation occurred. A pulse field ablation procedure was attempted using a farawave catheter under general anesthesia. The right atrium was mapped using a non boston scientific mapping system and mapping catheter. Cavotricuspid isthmus isolation was performed using a radiofrequency ablation catheter. Left atrial access was obtained via transeptal puncture using a versacross connect and pre mapping of the cardiac tissue was completed. The farawave catheter was advanced into position in the left superior pulmonary vein and two (2) applications of ablation were delivered with the catheter in basket configuration. While in basket configuration, the farawave catheter was rotated to a new position and a third application of ablation was delivered. Premature ventricular contractions occurred and st segment elevation was observed on electrocardiogram leads v2, v3, and v4. The patient went into ventricular tachycardia and was cardioverted. Tachycardia persisted and cardioversion was repeated with no improvement. Ventricular tachycardia became ventricular fibrillation. Cardiopulmonary resuscitation was initiated, a total of nineteen (19) cardioversions were performed, medication was administered, and the patient remained in ventricular tachycardia for twenty (20) minutes. The final cardioversion returned the patient to sinus rhythm with fluctuating blood pressure. Coronary angiography showed no coronary artery disease. Left ventricular imaging noted an anomaly which appeared to be a tubular ventricular aneurysm. During left ventricular imaging the patient went into bigeminy and spontaneously returned to sinus rhythm. The patient recovered and was discharged.